Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the drawer 7 in the d10se aux is failing. It seems to be the rails, the drawer is off kilter. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer replaced the inseparable magnet and bad rails to resolve the issue. The system functioned as intended after troubleshooted the device.